Event description:
Product was used to close an eyebrow laceration on a pt unknown age. The product ran into the corner of the pt's eye. The caller, who is also the pt's family member stated that the doctor immediately wiped the adhesive off with a wet paper towel. No ointments were used to loosen the bond. The pt's lying flat on a table with head being held by a nurse. There was no adverse pt consequence. The pt's condition is reported to be good. The reporter did not want to give any additional information.